Manufacturer narrative:
The impella device was not received from the customer, therefore, an investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: cleaning. ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
Us complainant reported the patient was on impella 5.5 support while on support, the nurse called in stating the purge fluid is leaking out of the filter/purge reservoir area. Additionally, a hematoma was noted at the axillary access site. No intervention was taken.

Manufacturer narrative:
The investigation of purge leak ¿ pump has been completed. The product was not returned. Due to limited clinical details and no product returned, the root cause of the purge leak - pump cannot be determined. The following have been reported incorrectly or missing from manufacturer device report 1220648-2025-25395.